Event description:
It was reported that the lead extension was found to be severed during an elective deep brain stimulation (dbs) implantable pulse generator (ipg) procedure. The physician assessed that the patients medical history of dyskinesia and non-device related frequent falls may have contributed to the lead extension fracture. It was noted there were no adverse events caused by the severed lead extension. The physician replaced the lead extension with another of the same model and completed the procedure. The patient did well post-operatively.

Manufacturer narrative:
The returned vercise lead extension was analyzed and visual inspection revealed separation from the connector component, which was not included in the return. As a result, further analysis could not be carried out. A review of product labeling confirmed the device was used in accordance with the instructions for use (IFU). Additionally, system failures, including device malfunction, lead breakage, hardware issues, loose connections, electrical shorts or open circuits, and insulation breaches, are known risks associated with deep brain stimulation (dbs) systems as outlined in the IFU. Based on the available information, boston scientific confirms damage to the lead extension and validates the reported event. The separation from the connector was attributed to excessive mechanical force, indicating a probable cause of component failure. Section e1 initial reporter email updated.

Event description:
It was reported that the lead extension was found to be severed during an elective deep brain stimulation (dbs) implantable pulse generator (ipg) procedure. The physician assessed that the patient's medical history of dyskinesia and non-device related frequent falls may have contributed to the lead extension fracture. It was noted there were no adverse events caused by the severed lead extension. The physician replaced the lead extension with another of the same model and completed the procedure. The patient did well post-operatively.

Manufacturer narrative:
Block d2b: additional pro codes, nhl, pjs.